Event description:
The ventricular catheter was placed on a pt who presented with bilateral intraventricular hemorrhage. The pt was confused and pulled on the catheter. The pt commented to the nursing staff "he was helping them out", when the pt pulled the catheter. The catheter had been sutured in place. The nursing staff found the catheter broken in half. The remaining portion of the catheter was removed. The pt did not require re-placement of the catheter. A minimal of csf leakage was noted at the catheter site. The patient recovered and was discharged to the rehabilitation facility.